Manufacturer narrative:
An event regarding a product mix involving an exeter stem was reported. The event was confirmed via evaluation of the box, label and part, method & results: -product evaluation and results: a visual inspection was conducted on the device, label and packaging. The catalog and lot number on the box and label (0580-1-442, lot a00976) did not correspond to the catalog and lot number laser marked on the stem (0580-1-352, lot g8754849). Material analysis, functional and dimensional inspections were not be performed as they were not relevant to the event. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been 11 other similar events for the reported lot all related to the same issue. Conclusions: it was reported 'in addition to the incorrect stem that was cemented into the patient we have found more incorrect stems (37.5/0) in the (B)(4) boxes lot number: a00976. We have found another x 10 so far (B)(4) all have been taken off the shelf.' A visual inspection was conducted on the device, label and packaging. The catalog and lot number on the box and label (0580-1-442, lot a00976) did not correspond to the catalog and lot number laser marked on the stem (0580-1-352, lot g8754849). This event is deemed to be a manufacturing issue. Manufacturing nc was issued on 15 aug 2025 for this event.

Event description:
No new information.

Event description:
As reported by the rep: "in addition to the incorrect stem that was cemented into the patient, we have found more incorrect stems (37.5/0) in the 44/2 boxes lot number: a00976. We have found another x 10 so far ( 11 total) all have been taken off the shelf.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event.